Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5113618/5118223.

Event description:
It was reported that the patient was not getting an adequate pain relief. All device components were explanted and were not returned.